Event description:
This case was initially received via regulatory authority (B)(6) on 21-sep-2017. The most recent information was received on 28-sep-2017. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("essure implants in uterine cavity") and menorrhagia ("heavy menstrual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and endometrial ablation in (B)(6) 2016. No previous gynecological operations. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included libido decreased with mirena. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), myalgia ("muscle pain"), arthralgia ("joint ache / pain"), abdominal pain lower ("acute stabbing pain in lower abdomen"), abdominal distension ("swelling of abdomen"), endometrial disorder ("brighter spot in myometrium") and ovarian cyst ("simplex cyst in right ovary"). The patient was treated with surgery (tba (thermal balloon ablation) in (B)(6) 2016). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion had not resolved, the menorrhagia was resolving and the dysmenorrhoea, myalgia, arthralgia, abdominal pain lower, abdominal distension, endometrial disorder and ovarian cyst outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arthralgia, device expulsion, dysmenorrhoea, endometrial disorder, menorrhagia, myalgia and ovarian cyst with essure. The reporter commented: before essure she has not had hormonal contraceptive and she had normal painless menstruation. Physician stated hysterectomy will be performed in october and essure implants will remove at the same time. Diagnostic results: (unspecified date): head MRI. Ultrasound: essure implants completely in uterine cavity, in abnormal places extending to endometrium cavity. Endometrium was not separable due to tba. In myometrium 12 mm sized brighter spot in left in cornua area. Left ovary normal. Simplex cyst in right ovary sized 49 x 37 mm. No fluid in abdominal cavity. Ultrasound examination was performed same day when initial report was sent. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-sep-2017 for the following meddra preferred term: device expulsion - analysis in the global safety database revealed 294 cases. Menorrhagia - analysis in the global safety database revealed 492 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 28-sep-2017: physician stated hysterectomy will be performed in (B)(6) and essure implants will remove at the same time. Ultrasound examination was performed same day when initial report was sent. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.